Event description:
It was reported that the patient received an alert for high voltage lead impedance out of range. The impedance had increased. Possible setscrew loose causing a bad connection between the pin and the header. The physician opted to program off the svc coil. A dft test was successful with acceptable impedance. The physician will monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.